Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 584 mg/dl with abdominal pain, nausea, polydipsia and polyuria associated with air bubbles in the cartridge. Reportedly, the patient remained on the insulin pump. During troubleshooting with customer technical support (cts), it was reported that there were air bubbles in the cartridge. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a cartridge issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has not been returned to animas. A retain sample from the same lot number was tested and evaluated by product analysis on (B)(6) 2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.